Manufacturer narrative:
(B) (4). Pt info requested and all available info is included in section a and b. This report was filed by the MFR. The reported over infusion of nicardipine was investigated through an evaluation of the event history log for the time period in question. The log indicates that the user programmed nicardipine as a custom concentration of 25 mg/240 ml (conc: 0.1042 mg/ml). According to the log, the drug was being delivered in doses between 5 and 10 mg/h during the time period (drip started on (B) (6) 2010 at 12:21 pm) leading up to (B) (6) 2010 at 8:26 am when the module alarmed for infusion complete - kvo. Following this alarm the infusion was restarted with the rate increased to 200 ml/h (20.8 mg/h) and a new vtbi of 200 ml. This infusion then completed in one hour as programmed. It should be noted that the user received a guardrail warning twice when the rate was increased to 200 ml/h and chose to continue with the programmed parameters. The root cause of the reported customer's experience was determined to be a user programming issue.

Event description:
Customer reported an over infusion of nicardipine. The pt was receiving nicardipine 5 mg/h and propofol 40 mcg/kg/h = 18 ml/h. While in interventional radiology for an unspecified procedure, the pt received excess nicardipine and developed a blown pupil and neuro changes. Both drugs were stopped and the pt was later restarted on propofol. CT of the head was done with no new findings. About 1-2 hours after discontinuation of the nicardipine infusion, her pupils returned to normal. The reporter initially suspected that the user may have been trying to bolus the propofol and programmed the wrong channel. On (B) (6) 2010, the pt was still in the hosp, but this was not related to the nicardipine over infusion event. Although requested, no further pt/event info was provided.